Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported that the display went dim and then recovered. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs) and the breath delivery unit (bdu). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).